Manufacturer narrative:
The reported 72202468 fast-fix 360 curved needle delivery system, used in treatment, has been returned for evaluation. The information provided states: ¿during a meniscus repair in the medial posterior horn of the meniscus, when the surgeon was going to deploy the t1 implant of the fast fix 360 both t1 and t2 implants simultaneously deployed together¿. Visual assessment shows the device was bent and human matter on needle. The depth limiter was cut to surgeon¿s desired length. T1 was free from delivery needle, t2 remained on the needle. An exact root cause cannot be determined with confidence; however, factors that could have contributed to the reported event include: excessive force. The instructions for use under warnings states: ¿do not bend the delivery needle. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed. Do not push the deployment slider twice or the second implant will deploy prematurely¿. There were no indications that would suggest that the device did not meet product specifications upon release into distribution. A review of complaints and manufacturing batch records was preformed, no other complaints of this failure was found.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that during a meniscus repair in the medial posterior horn of the meniscus, when the surgeon was going to deploy the t1 implant of the fast fix 360 both t1 and t2 implants simultaneously deployed together. The procedure was successfully completed without significant delay using a back-up device. No patient injury or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.